Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a sudden change in the patient¿s therapy starting on (B)(6) 2018. The patient had a return of burning down both legs but more in the right and down their foot which was not related to positional movement. Typically, they recharge the implantable neurostimulator 1-2 times per day and they charged it on the morning prior to the report. The night prior to the report, the patient controller showed that the implantable neurostimulator was still at 100% and on the morning of the report, the implantable neurostimulator was at 90%. The patient controller was showing stimulation on. The patient¿s family member mentioned that she adjusted by one click. After reviewing button use with the patient¿s family member, it was determined that the patient¿s family member had been accidentally turning the stimulation off, but she thought that she was turning the patient controller off. The patient¿s family member was going to monitor the battery level since button use was reviewed with the patient. The patient¿s medical history includes multiple fusions in the past and the stimulation was implanted to target the legs. The patient was not intending to follow-up with a health care provider, and there were no further complications reported or anticipated. Additional information was received from family member/friend (B)(6) 2018. It was reported the patient had many problems with the dev ice. The caller said that since the patient¿s implant, it depleted so quickly that the implant battery would die continuously and once the implant was dead, the patient¿s pain would return. The patient found the correct setting that works for him, but the problem was that the implant battery died so quickly, and the patient was charging twice a day when he was told he would only have to charge every 3 days. The caller said the ins will charge to 60% and say finished. It was reviewed to avoid pressing the stop button as this will end or finish the charge session. It was reviewed how to lock controller/exit the batteries charging screen without stopping the charging session. The caller said she did not know if it was her or the controller that was causing the issue. Troubleshooting was offered but the caller declined. The caller was redirected to the healthcare provider. No further complications were reported/anticipated. See related pe (B)(4) for information related to controller battery.